Manufacturer narrative:
The device history record (DHR) for lot 2415609564 was reviewed and no anomalies related to the reported issue were observed. A picture was received for evaluation and the reported condition was observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
The customer reported that the catheters arrived dented.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
E1 initial reporter address has been updated.